Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon noticed slight asymmetric vaulting in the patient's left eye approximately 13 weeks post implant inducing cylinder. According to the surgeon, the lens was "too large for contracted capsular bag." The patient's current prognosis is described as "observing left eye as patient is satisfied with vision." Reference MDR# 2031924-2014-00347 for the right eye.